Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was alleged there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the pump powered up to a fully functional display. The alleged line through the display was unable to be duplicated. Visible moisture was found in the battery compartment with a leak. The pump was opened to find moisture corrosion on the battery housing. No moisture was found on the display.